Event description:
It was reported that the pulse generator could not be interrogated. An elective replacement indicator trip was noted 15 minutes previous to the time of interrogation, then telemetry could no longer be established. Measured data was 2.64 v, 14 ua, and 8.1 k. As the patient was pacemaker dependent, the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that telemetered measured data could not be retrieved at battery voltages within the elective replacement ent indicator range. A defective integrated circuit chip caused the device to cease communication at battery voltages lower than 2.23 v. Replacement of the integrated circuit chip resulted in normal telemetry for battery voltages down to 1.86 v, far be below the end of life level.